Manufacturer narrative:
The tech found the scale was not zeroed before attempting to set the bed exit system; user error. The scale was zeroed by the tech to resolve the issue.

Event description:
(B)(4).